Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "covid-19," deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient developed edema in the lower eyelid area after they were injected in the lower eyelid with juvéderm® volite¿. The physician offered to apply hyaluronidase but the patient refused that option. Patient also told the physician that prior to the juvéderm® volite¿ application, another filler was used in dark circles and that the application was made by a dentist. It was noted that ¿currently it seems that patient is experiencing covid-19," deemed not related to the device. Healthcare professional also noted it was an off label use with no further details.